Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the representative found an issue with a device during testing, representative connected a set of pads and the device was getting alert 01 (patient line open) and 02 (low flow), this was a loaner and would be coming in for investigation.

Event description:
It was reported that the representative found an issue with a device during testing, representative connected a set of pads and the device was getting alert 01 (patient line open) and 02 (low flow), this was a loaner and would be coming in for investigation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. A device history record review was not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. The reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.